Event description:
Covidien received information stating that an 840 ventilator had a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to swap the gui pcb with a known functioning unit in an effort to acquire any error codes logged. The customer will call back if needed. (B)(4)